Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose was 40 mg/dl despite a blood glucose of 560 mg/dl. The customer also had a sensor glucose of 116 mg/dl and a blood glucose of 462 mg/dl. Today her sensor glucose was 85 mg/dl and her blood glucose was 487 mg/dl. The patient treated via insulin pump bolus. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.